Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a shaft break occured. An emerge, mr, us 20 mm x 2.00 mm balloon catheter was being loaded into a guide catheter when the shaft broke at the mid portion. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications.